Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a tower door failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door was failed. The field service engineer (fse) assisted the customer, reseated the latches, and confirmed that testing was successful. The fse then performed preventive maintenance. The system functioned as intended after the field service engineer resolved the issue.